Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech was get fail on calibration test with 8100 unit on the rate test. Will need to replace the pressure sensor for the rate which is the top sensor on unit and its ok to replace both at that time if he likes. Also explain once sensor replace run calibration test again if calibration still fails unit has to come in for services repair.